Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 400 mg/dl. Customer was treated with insulin syringe. Customer did not allege insulin pump for under delivery. Customer was using auto mode. Customer stated that there was no air bubble and leak. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.